Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell while ice skating and the touch screen became shattered. Customer is unable to interact with the pump due to the areas of the touch screen no longer responding. Customer's blood glucose was 167 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.